Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and diabetic ketoacidosis. The customer reported using contraindicated insulin (humalog u-500). The customer was treated with intravenous insulin and fluids and released from the hospital on (B)(6), 2014. The customer reported that their blood glucose levels have stabilized.

Manufacturer narrative:
The device has not been returned for evaluation. Should new information become available, a supplemental report will be submitted.